Manufacturer narrative:
Troubleshooting was performed with the customer. Technical support stressed the importance of testing patient samples within the 4-hour window for sample testing after collection per the product insert. Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w64835rb. No issues with tni recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Customer reported the following occurring for one patient. On (B)(6) 2019 a male patient presented to the ed with congestion. At 9:47 the patient was tested on triage and yielded a tni of 7.26. The doctor questioned the result because it was not consistent with patient presentation. New samples were drawn from the patient at 12:44 and 16:37; both draws resulted in triage tni <0.05. Customer repeated the 9:47 sample draw at 18:32 and received a result of <0.05 tni on triage. Customer stated that the patient was treated based on site's protocol for elevated tni when the 7.26 triage tni result was received. This included a second EKG, a chest x-ray, labs of cbc, cmp, ck, pt, and ptt. All tests were normal except for elevated glu, ast and alt and decreased co2. The EKG result was stated as sinus tachycardia. Customer listed heparin and plavix as the medications provided to the patient; it is unclear when these medications were administered to the patient. The patient was diagnosed with pneumonia. The customer stated the elevated triage tni result increased the patients' length of stay.